Event description:
It was reported that during a hals procedure, the device would not close as the trigger would not latch, not allowing the device to fire. They used a second stapler to complete the case. There was no patient consequence reported.

Manufacturer narrative:
Damaged articulation mechanism. Evaluation summary: the analysis showed that the device was received with the articulation mechanism damaged. The device was received with a cartridge loaded in the device; the cartridge was received fully loaded with staples and with no damage to the spring cartridge lockout. The returned device was tested for functionality with the returned cartridge and test cartridges on the 3 articulated positions and all the staples formed as intended. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found broken. During the analysis the device opened and closed without any difficulties. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. A batch record review was performed and no anomalies were found during the manufacturing process.